Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/13/2016 with the following findings:. No defect was found. Unable to duplicate the complaint. Data for complaint on (B)(6) 2016 has been overwritten. History shows the pump was manually suspend on (B)(6) 2016 12:54 and manually resumed at 16:40. No damage found to battery compartment or returned battery cap. It is able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are in specification. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the patient had a blood glucose (bg) of 460mg/dl with nausea and abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting the reporter stated that the battery compartment was cracked. The reporter also stated that the patient is on 50mcg of synthroid medication. This report is being reported due to the bg excursion the patient experienced due to an alleged power issue.